Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the implant was getting warm and cooling off every 10 minutes. The device was explanted on (B)(6) 2019. There was no patient death or injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed final functional testing. Also, a heat test was performed due to the nature of the complaint, with the returned ins and a control ins. No anomalies were observed. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Good, stable output was seen on all electrode pairs the ins had when received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had contacted the doctor¿s office and stated that the implant was getting warm and then cooling off every 10 minutes or so. The patient noted that it was not hot but just warm and would cool off. They turned the implant off and the warming/cooling sensation went away. The patient reported that they had a bad fall in their closet and landed on the buttock on their laptop. It was a hard fall and it broke the laptop. They also recalled having a fall around the (B)(6) time frame but the warming/cooling off issue did not start until (B)(6) 2019. The doctor¿s office then notified the manufacturer¿s representative and requested, per the doctor, to contact the patient. The patient was instructed to turn the implant off today ((B)(6) 2019) until they can see the doctor. The patient was to see the doctor on (B)(6) or (B)(6) 2019 to discuss the issue and to talk about a revision options. It was noted that the patient did not want to go without the ins device/therapy because it was helping them so much. The issue was reported as not resolved at the time "or" report. No surgical intervention had occurred but it was noted that one was planned (had not been scheduled at the time of report). The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on (B)(4) 2019 reported that they had no further insight into the patient¿s device getting warm/cooling off. They did think, however, the issue was caused by or related to the patient¿s fall. The physician had the patient turn the implant back on (B)(6) 2019 and it got warm again. The doctor then had them turn it back off and scheduled for a device replacement procedure on (B)(6) 2019. There were no further complications reported or anticipated.